Manufacturer narrative:
The review of the manufacturing paper verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported the trunk-ipsilateral leg component was deployed without issue. The contralateral leg component was then advanced outside of the sheath approximately 1-2 cm into the ipsilateral leg component. It was reported that further advancement was not possible due to excessive calcium within the patient's common iliac artery. Moderate to firm force was reportedly used in an effort to further advance the graft. However the device reportedly would not advance and began to partially deploy. According to the physician, the premature deployment was also caused by the excessive calcification. The physician elected to fully deploy the graft. It was reported that upon removal of the catheter, it was noted that the leading olive had completely separated from the catheter. Imaging showed the proximal olive was located within the contralateral leg component. The physician was able to snare the olive and remove it from the patient. An iliac extender component was then implanted as a bridge between the trunk and the contralateral leg component. Final angiography showed resolution of the aneurysm, and the patient tolerated the procedure.